Event description:
Additional information received.

Manufacturer narrative:
No product has been returned for evaluation as product remains in-situ. Radiographs provided confirmed c3 left screw fracture. The patient¿s post-operative activity levels are unknown. No product information or surgical dates have been provided therefore root cause cannot be identified. No revision procedure planned at this time. Potential adverse events and complications: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." Patient education: "...the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." Left in -situ.

Event description:
On (B)(6) 2018 a patient underwent a posterior cervical fusion procedure without reported issue. On (B)(6) 2019 radiograph showed a screw fracture at c3 level. No revision procedure is planned at this time.